Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Explant date: not applicable, as lens was not explanted. Initial reporter email address: unknown/not provided. Initial reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient implanted with a zxr00 model intraocular lens (iol) had color issues (blue vision) and poor uncorrected vision. No intervention was performed. Medication was prescribed to control inflammation post-operatively. No further information available.